Event description:
The user facility reported their reliance 333 washer was leaking water from under the unit. The water spread out of the department and into the hall. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found a cracked connection at the cold water inlet piping. The technician replaced the leaking connection, performed a test cycle and returned the unit to service. The washer was installed in (B)(6) 2004 and is not under a steris service contract.